Manufacturer narrative:
H4: the lot was manufactured between october 24, 2019 - october 25, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This issue was identified after patient use. It was further reported that the expected time of therapy was 46 hours, however the pump remained 3/4 full at the time of disconnection. The device had been filled with 3375mg 5-fluorouracil in 240ml of normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.